Event description:
It was reported the patient experienced a return of pain. The hcp reported a volume discrepancy. The actual residual volume (arv) was 15ml while the expected residual volume (erv) was 6ml. The concentration and drug in the pump were not reported. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.